Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a "cover open" error message occurred on the display, though the cover was closed. An alternative device employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.